Event description:
It was reported via repair work order that the power cord was damaged and the foot left side rail limit switch was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.